Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he started experiencing unexplained high blood glucose levels two months ago. Customer's blood glucose level was 422 mg/dl. The customer did not have any high blood glucose symptoms. The high pressure test passed. The device was not returned.